Event description:
Per the audiologist, the patient reportedly experienced a decrease in performance and pain with use of the device. The results of an integrity test (B) (6), 2010 indicated normal device function. Due to the pain the patient has discontinued use of the device. The device was explanted (B) (6), 2010. Reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4). Implanted device remains.

Manufacturer narrative:
(B)(4)

Event description:
A home patient (hp) contacted (B)(6) requesting assistance to end therapy on the homechoice (hc) unit. The hp stated he tried using the same supplies after noticing the lines seemed to be glued together. The hp stated he separated the lines and restarted therapy; however, he was unable to continue therapy. The hp stated he needed assistance to end therapy to start over with new supplies. The technical service representative (tsr) assisted the hp to end therapy and remove the cassette. The hp confirmed to call back with any problems. On (B)(6) 2010, product surveillance followed up with the hp via phone call; the hp stated that he did not notice anything unusual with the cassette. The hp confirmed that everything was going well with therapy and he reported no further incident with his home choice (hc). No patient injury or medical intervention was reported. No further information is available.